Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the role of comorbidities on periprocedural complications and outcomes in patients with defibrillators and cardiac resynchronization therapy: insights from the german device registry. Clinical research in cardiology. 2025. 115:645¿656. Doi: 10.1007/s00392-025-02821-2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comorbidities on periprocedural complications and outcomes in patients with implantable cardioverter defibrillators (icds) and cardiac resynchronization therapy defibrillators (crt-ds). Data was collected via a device registry of implants between march 2007 and february 2014. Patients were categorized into four groups based on cardiometabolic comorbidities (stroke, chronic kidney disease (ckd), diabetes, hypertension): group I (no comorbidities), group ii (one), group iii (two), and group IV (three or four). The authors described patient deaths in all groups; however, the causes of death were unknown and described as one-year all-cause. A higher comorbidity burden was associated with a higher 1-year all-cause mortality; however, in-hospital all-cause death was not associated with a higher comorbidity burden. There were patients in all groups who experienced periprocedural complications which included pneumothorax, hemothorax, pericardial effusion, and pocket hematoma, and all required interventions which included revision procedures. The periprocedural complications were not related to cardiometabolic comorbidity burden. Some patients also experienced intrahospital stroke, myocardial infarction, or the need for resuscitation. The status of the devices and leads is unknown. No additional adverse patient effects were reported.